Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the replacement of the battery a connectivity check was done. The rep stated that the tablet showed that electrode 15 were not properly connected. When impedances were checked, the impedance on electrode 15 was less than 40,000 but electrode 4 was 40,000 ohms. There were no known contributing factors. The healthcare provider (hcp) took the lead out of the battery three times, wiped it off and tried to place them back in the battery. Connectivity and impedances were checked again and every time it read the same thing that electrode 15 was not properly connected and to not use electrode 4. The patient was programmed around the impedance issue and the issue was resolved.